Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') and abdominal pain lower ('abdominal pain in right iliac fossa/ abdominal pain, secondary to essure') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (2 normal deliveries at term), umbilical hernia (umbilical/ epigastric hernia operated in 2008, with mesh and navel reinsertion) and smoker (smoker of 6-7 cigarettes every 24 hours / smoker of 5-20 cigarettes per day for 10-20 years). No relevant personal medical history. Concurrent conditions included retroverted uterus, allergic contact dermatitis (allergic contact dermatitis due to sensitization to p-phenylenediamine. Dogmatil allergy, procaine and sulfonamides) and follicular cyst of ovary (follicular ovarian cyst of 1.4 cm in the left ovary). Family history included allergy (allergic brother). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criterion intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal distension ("abdominal swelling"), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), headache ("headaches"), renal pain ("right kidney pain"), gastrointestinal disorder ("gastrointestinal problems"), dyspepsia ("digestive problems"), musculoskeletal pain ("joint pain and muscle aches"), muscle spasms ("muscle cramps / cramps in the legs"), pain in extremity ("leg pain"), memory impairment ("memory disorders") and anxiety ("anxiety"). The patient was treated with diazepam and surgery (laparoscopy with bilateral salpingectomy and extraction of essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, pelvic pain, abdominal distension, hypersensitivity, heavy menstrual bleeding, headache, renal pain, gastrointestinal disorder, dyspepsia, musculoskeletal pain, muscle spasms, pain in extremity, memory impairment and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, dyspepsia, fallopian tube perforation, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, memory impairment, muscle spasms, musculoskeletal pain, pain in extremity, pelvic pain and renal pain to be related to essure. The reporter commented: initial report was received on 13-mar-2020 from consumer via health service. Discrepancy noted between essure insertion dates reported (B)(6) 2010 and (B)(6) 2010 by medical records). Placement of essure was performed without difficulty. Right fallopian tube: 4 turns. Left fallopian tube: 0 turns. Subsequent visit checking for both devices was reported as (B)(6) 2010, seeing an alteration in the shape of the left device, for which a hysterosalpingogram was requested. Several visits to emergency department were reported. Legal medical considerations received in fu from (B)(6) 2022: the patient was studied in allergy in 2015, no allergy to nickel. At 3 months, the control visit protocolized in this procedure was carried out, verifying with hysterosalpingogram the correct insertion of the devices with complete blockage of both tubes. She returned to the gynecologist clinic for the first time 6 years after the placement of the essure. After removing the device, which was performed without incident, she was reviewed in a gynecological consultation on (B)(6) 2018, the patient reported that she was fine. Regarding organ perforations. Which organs? At no time has there been any doubt that the devices have migrated by perforating an organ, or the fallopian tube, and there are several image tests that prove it. Neither during the surgical intervention, migration and/or perforation of the tubes or any other contiguous organ is performed. According to the conclusion from the claim report of the gynecology and obstetrics service, it cannot be affirmed that there was a direct relationship between the symptoms referred to and the insertion of the devices, since there is no specific injury, nor an allergy to the components, nor any test that can prove it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Abdominal x-ray - on (B)(6) 2010: essure can be seen, the right was perfectly positioned, the left was angled and asymmetrical. There were doubts about its correct insertion. Allergy test - in 2015: epicutaneous tests with standard european contact battery: negative for all components, including metals, except for the compound for p-phenylenediamine (positive result). Allergy to inhalants and tested foods was not objected. Hysterosalpingogram - on (B)(6) 2010: the essure of the right tube was placed in the isthmic portion. The essure of the left tube was placed in the ampullary portion of the fallopian tube. There was no passage of contrast into the peritoneal cavity. Both devices appear occluding the tubes and well located. Laparoscopy - on (B)(6) 2017: entire essures in both fallopian tubes. Intervention performed without incident. Magnetic resonance imaging abdominal - in 2016: follicular ovarian cyst of 1.4 cm in the left ovary and small amount of free fluid in the pelvis due to ovulation. No alterations in morphology, structure or signal intensity of both femurs, cups and sacroiliac joints. No evidence of joint effusion in both hips. Pathology test - in 2011: pathological anatomy report - sample: cervix: cytology; negative for epithelial injury or malignancy. Cytology within normal limits; on (B)(6) 2017: tubes without significant alterations. Ultrasound scan - on (B)(6) 2017: normal uterus with endometrium in the first phase (no essure seen), both normal ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, pelvic pain, anxiety, pain in extremity, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2022: medical records (mr) received: reporter's information was updated and new reporters were added. Patient¿s information was updated and date of birth provided. Medical history and lab data information was added. Furthermore, diazepam was considered as treatment medication and the event abdominal pain was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction"), headache ("headaches"), arthralgia ("joint pain"), myalgia ("muscle aches"), abdominal distension ("abdominal swelling"), muscle spasms ("muscle cramps"), pain in extremity ("leg pain"), renal pain ("right kidney pain"), memory impairment ("memory disorders"), genital haemorrhage ("excessive bleeding"), anxiety ("anxiety") and dyspepsia ("digestive problems"). The patient was treated with surgery (bilateral laparoscopic salpingectomy for the extraction of the devices and subsequent removal of her). Essure was removed in 2017. At the time of the report, the fallopian tube perforation, pelvic pain, hypersensitivity, headache, arthralgia, myalgia, abdominal distension, muscle spasms, pain in extremity, renal pain, memory impairment, genital haemorrhage, anxiety and dyspepsia outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, dyspepsia, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, memory impairment, muscle spasms, myalgia, pain in extremity, pelvic pain and renal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') and abdominal pain lower ('abdominal pain in right iliac fossa/ abdominal pain, secondary to essure') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (2 normal deliveries at term), umbilical hernia (umbilical/ epigastric hernia operated in 2008, with mesh and navel reinsertion) and smoker (smoker of 6-7 cigarettes every 24 hours / smoker of 5-20 cigarettes per day for 10-20 years). No relevant personal medical history. Concurrent conditions included retroverted uterus, allergic contact dermatitis (allergic contact dermatitis due to sensitization to p-phenylenediamine. Dogmatil allergy, procaine and sulfonamides) and follicular cyst of ovary (follicular ovarian cyst of 1.4 cm in the left ovary). Family history included allergy (allergic brother). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criterion intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal distension ("abdominal swelling"), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), headache ("headaches"), renal pain ("right kidney pain"), gastrointestinal disorder ("gastrointestinal problems"), dyspepsia ("digestive problems"), musculoskeletal pain ("joint pain and muscle aches"), muscle spasms ("muscle cramps / cramps in the legs"), pain in extremity ("leg pain"), memory impairment ("memory disorders") and anxiety ("anxiety"). The patient was treated with diazepam and surgery (laparoscopy with bilateral salpingectomy and extraction of essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, pelvic pain, abdominal distension, hypersensitivity, heavy menstrual bleeding, headache, renal pain, gastrointestinal disorder, dyspepsia, musculoskeletal pain, muscle spasms, pain in extremity, memory impairment and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, dyspepsia, fallopian tube perforation, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, memory impairment, muscle spasms, musculoskeletal pain, pain in extremity, pelvic pain and renal pain to be related to essure. The reporter commented: initial report was received on 13-mar-2020 from consumer via health service. Discrepancy noted between essure insertion dates reported ( (B)(6) 2010 and (B)(6) 2010 by medical records). Placement of essure was performed without difficulty. Right fallopian tube: 4 turns. Left fallopian tube: 0 turns. Subsequent visit checking for both devices was reported as (B)(6) 2010, seeing an alteration in the shape of the left device, for which a hysterosalpingogram was requested. Several visits to emergency department were reported. Legal medical considerations received in fu from (B)(6) 2022: the patient was studied in allergy in 2015, no allergy to nickel. At 3 months, the control visit protocolized in this procedure was carried out, verifying with hysterosalpingogram the correct insertion of the devices with complete blockage of both tubes. She returned to the gynecologist clinic for the first time 6 years after the placement of the essure. After removing the device, which was performed without incident, she was reviewed in a gynecological consultation on (B)(6) 2018, the patient reported that she was fine. Regarding organ perforations. Which organs? At no time has there been any doubt that the devices have migrated by perforating an organ, or the fallopian tube, and there are several image tests that prove it. Neither during the surgical intervention, migration and/or perforation of the tubes or any other contiguous organ is performed. According to the conclusion from the claim report of the gynecology and obstetrics service, it cannot be affirmed that there was a direct relationship between the symptoms referred to and the insertion of the devices, since there is no specific injury, nor an allergy to the components, nor any test that can prove it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Abdominal x-ray - on (B)(6) 2010: essure can be seen, the right was perfectly positioned, the left was angled and asymmetrical. There were doubts about its correct insertion. Allergy test - in 2015: epicutaneous tests with standard european contact battery: negative for all components, including metals, except for the compound for p-phenylenediamine (positive result). Allergy to inhalants and tested foods was not objected. Hysterosalpingogram - on (B)(6) 2010: the essure of the right tube was placed in the isthmic portion. The essure of the left tube was placed in the ampullary portion of the fallopian tube. There was no passage of contrast into the peritoneal cavity. Both devices appear occluding the tubes and well located. Laparoscopy - on (B)(6) 2017: entire essures in both fallopian tubes. Intervention performed without incident. Magnetic resonance imaging abdominal - in 2016: follicular ovarian cyst of 1.4 cm in the left ovary and small amount of free fluid in the pelvis due to ovulation. No alterations in morphology, structure or signal intensity of both femurs, cups and sacroiliac joints. No evidence of joint effusion in both hips. Pathology test - in 2011: pathological anatomy report - sample: cervix: cytology; negative for epithelial injury or malignancy. Cytology within normal limits; on (B)(6) 2017: tubes without significant alterations. Ultrasound scan - on (B)(6) 2017: normal uterus with endometrium in the first phase (no essure seen), both normal ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, pelvic pain, anxiety, pain in extremity, arthralgia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-apr-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical history. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction"), headache ("headaches"), arthralgia ("joint pain"), myalgia ("muscle aches"), abdominal distension ("abdominal swelling"), muscle spasms ("muscle cramps"), pain in extremity ("leg pain"), renal pain ("right kidney pain"), memory impairment ("memory disorders"), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), anxiety ("anxiety"), dyspepsia ("digestive problems") and gastrointestinal disorder ("gastrointestinal problems"). The patient was treated with surgery (bilateral laparoscopic salpingectomy for the extraction of the devices and subsequent removal of her). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, hypersensitivity, headache, arthralgia, myalgia, abdominal distension, muscle spasms, pain in extremity, renal pain, memory impairment, heavy menstrual bleeding, anxiety, dyspepsia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, dyspepsia, fallopian tube perforation, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, memory impairment, muscle spasms, myalgia, pain in extremity, pelvic pain and renal pain to be related to essure. The reporter commented: initial report was received on (B)(6) 2020 from consumer via health service. Several visits to emergency department were reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: initial report was received on 13-mar-2020 from consumer via health service. Plaintiff was 31 years old and had no relevant personal medical history at time of essure implntation in (B)(6) 2010 for contraception. Essure was removed on (B)(6) 2017 (discharged on same day). Event was added: gastrointestinal disorder. Event genital hemorrhage was specified to heavy menstrual bleeding. On 14-may-2021: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction"), headache ("headaches"), arthralgia ("joint pain"), myalgia ("muscle aches"), abdominal distension ("abdominal swelling"), muscle spasms ("muscle cramps"), pain in extremity ("leg pain"), renal pain ("right kidney pain"), memory impairment ("memory disorders"), genital haemorrhage ("excessive bleeding"), anxiety ("anxiety") and dyspepsia ("digestive problems"). The patient was treated with surgery (bilateral laparoscopic salpingectomy for the extraction of the devices and subsequent removal of her). Essure was removed in 2017. At the time of the report, the fallopian tube perforation, pelvic pain, hypersensitivity, headache, arthralgia, myalgia, abdominal distension, muscle spasms, pain in extremity, renal pain, memory impairment, genital haemorrhage, anxiety and dyspepsia outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, dyspepsia, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, memory impairment, muscle spasms, myalgia, pain in extremity, pelvic pain and renal pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.